Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the patient needed a head only magnetic resonance imaging (MRI). No device malfunction was suspected. The patient was reportedly doing well.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.